Event description:
It was reported an automated peritoneal dialysis patient experienced sickness and breathing trouble during cycle ¿1/4 storage¿ with a kaguya home pd system. The patient was instructed to select end after final drainage. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. There was no report of medical intervention associated with this event. At the time of this report, the patient outcome and action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
E1: initial reporter state: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.